Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable needed to be held at a certain angle in the pump usb port to charge the pump successfully. Reportedly, the customer was able to charge the pump with an alternate cable with no issue. Customer's blood glucose value was 101 mg/dl. Replacement cable was sent to customer.